Manufacturer narrative:
The ca2 reagent lot number is 78716101 and the expiration date is 30-jun-2025. Calibration was last performed on 14-jun-2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the main pump pressure was high and decreased it, adjusted the gear pump, adjusted the rinse fluidic levels, and performed mechanism and precision checks successfully. The fse performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial ca2 result was 4.5 mg/dl. The customer questioned the result and also received an analyzer alarm that prompted them to repeat the sample. The sample was repeated on another c503 analyzer and the result was 7 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.